Event description:
On or about (B)(6) 2004 a monarc subfascial sling was implanted in the plaintiff to treat the plaintiff's pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "began experiencing pain, infections, bleeding, pain with sexual intercourse and urinary problem." It was also alleged the plaintiff "suffered, and continues to suffer, serious bodily injury and harm," and the plaintiff "continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.